Event description:
Country of complaint: (B)(6). It was reported that during an augmentation surgery, the surgeon found the sleeves to be too short. Connection to the clamping sheath was not possible. Surgery was successfully completed using a different procedure (macs); no patient injury was reported. Two additional products reportedly involved in this incident are being reported on med watch report numbers: 3005673311-2016-00148 and 3005673311-2016-00149.

Manufacturer narrative:
No product at hand. Because there is neither an product nor a lot / batch number at hand, a batch history review is not possible. The problem is most probably user related. Because this is the only complaint with such an error pattern, we assume, that the problem is most probably user related. According to (B)(4) there is no CAPA necessary.